Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the left shoulder strap and under the breasts due to the garment rubbing. Patient reported is as red/raw, chaffing, and 50 cent coin size. The patient had an ointment applied at a hospital. The patient reported irritation has gotten better.